Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant had placed impella cp for support of a 74-year-old male patient admitted in with a st-segment elevation myocardial infarction (stemi). Two days after insertion, the limb was noted to be ischemic. The leg was mottled but the pump remained on for support. The pressor meds were reviewed for the flow. The pump was successfully explanted 2 days after ischemia was noted. Patient is stable.

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined.